Event description:
The customer reported that an 840 ventilator stopped cycling. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. No parts were replaced. The unit passed extended self-testing.